Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3306810. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore had a flow issue/fluid blockage. On (B)(6) 2025, the patient was fasted and given parenteral nutritional solution on medical advice, the nurse checked the remaining amount of 200 ml during the shift changeover and found that the amount of nutritional solution did not decrease after an hour of rounds, and investigated and found that the diaphragm interface was inwardly sunk, resulting in the failure of fluid delivery, and then replaced the diaphragm and infused the fluid without obstruction.